Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, no capture on the left ventricular (lv) lead was noted potentially due to lead dislodgement. No further intervention has been performed at this time, and the patient was stable with no adverse consequences. Additional information was requested but not received.